Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. Patient temperature (pt) was 95f, targeted temperature (tt) was 97f, water temperature (wt) was 23.9f, flow rate (fr) was 0lpm. Asked nurse to try to resume therapy after cycling the power and the alarm comes back. Confirmed alarm 75 from event log. Advised to send device to biomed labeled with alarm 75. Per follow up information received via phone on 06feb2026, spoke with nurse who confirmed the patient was put on a new device and therapy resumed without issue. There was no change in pads. Stated the alarm from the first device would stop therapy so they could not get a flow rate or therapy to run at all. They denied any issues with flow. The device had been retrieved from the hall yesterday. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions for use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting an alarm on arctic sun device sn (B)(6) that reads inlet water temperature sensor out of range, high resistance. Patient temperature (pt) was 95f, targeted temperature (tt) was 97f, water temperature (wt) was 23.9f, flow rate (fr) was 0lpm. Asked nurse to try to resume therapy after cycling the power and the alarm comes back. Confirmed alarm 75 from event log. Advised to send device to biomed labeled with alarm 75. Per follow up information received via phone on 06feb2026, spoke with nurse who confirmed the patient was put on a new device and therapy resumed without issue. There was no change in pads. Stated the alarm from the first device would stop therapy so they could not get a flow rate or therapy to run at all. They denied any issues with flow. The device had been retrieved from the hall yesterday.

Event description:
It was reported that they were getting an alarm on arctic sun device s/n (B)(6) that reads inlet water temperature sensor out of range - high resistance. Patient temperature (pt) was 95f, targeted temperature (tt) was 97f, water temperature (wt) was 23.9f, flow rate (fr) was 0lpm. Asked nurse to try to resume therapy after cycling the power and the alarm comes back. Confirmed alarm 75 from event log. Advised to send device to biomed labeled with alarm 75. Per follow up information received via phone on 06feb2026, spoke with nurse who confirmed the patient was put on a new device and therapy resumed without issue. There was no change in pads. Stated the alarm from the first device would stop therapy so they could not get a flow rate or therapy to run at all. They denied any issues with flow. The device had been retrieved from the hall yesterday.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.